Event description:
In 2009, the patient reported that last night at 9pm, she had an elevated blood glucose reading of 319 mg/dl. She said, she checked her blood glucose every 20 minutes with the following results: 347 mg/dl, 346 mg/dl, and 344 mg/dl. She stated she bolused insulin to treat her readings, but her readings did not decrease until she switched to her backup insulin infusion device. She stated, she continued to give herself boluses via her backup device and at 1:30am, her reading was down to 54-56 mg/dl. Symptoms were sweating and her "heart felt like it came out" of her chest. She treated her low readings by drinking juice and eating peanut butter, and a snack cake. At 7 am, her reading was 212 mg/dl. She stated, her primary infusion device did not give any alerts or errors. She confirmed the time and basal rates on her device were accurate. She stated she has had chest pain for "a while", and is having a stress test tomorrow. She stated that last night she ate a chocolate nut cookie, but bolused to compensate for it. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.